Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced invalid lead impedance. Reportedly, x-rays were ordered. Follow-up identified surgical intervention was undertaken on (B)(6) 2015. During the surgery, the lead was explanted and replaced with a new model. It was further noted the ipg was electively replaced with an updated model during the same case. Effective coverage was achieved postoperatively. The issue is resolved.